Manufacturer narrative:
The pump was received with a button error alarm due to tye corroded keypad traces. The pump had a cracked reservoir tube lip and a cracked reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had received a button error alarm on the insulin pump. Customer stated that she was trying to give herself a bolus before her meal. Customer then received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.